Event description:
It was reported that the patient presented into the emergency room with symptoms related to heart failure when pericardial effusion was observed. Lead perforation was suspected. A rise in capture threshold was also noted. Diagnostic imaging showed that the lead had not perforated but could not be ruled out completely. The lead was explanted when repositioning was unsuccessful. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.